Event description:
During registration, the arm started to be difficult to work with. The clinical representative (cr) noticed that before a windows shutdown the computer will start to lag, but in this case the arm started to become difficult to work without any sign of lag in the software and the computer brought back to the home screen and disconnected from the controller. The cr was about to open up the patient folder, reconnect and reregistered.

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the cause of the event seems to be a known software anomaly, which is due to a memory allocation issue, but this cannot be confirmed by the windows logs because they are incomplete. The root cause remains unknown.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
During registration, the arm started to be difficult to work with. The clinical representative (cr) noticed that before a windows shutdown the computer will start to lag, but in this case the arm started to become difficult to work without any sign of lag in the software and the computer brought back to the home screen and disconnected from the controller. The cr was about to open up the patient folder, reconnect and reregistered.